Event description:
On (B)(6) 2007: due to pelvic prolapse, 3rd degree w/ "uterie decenus", rectocele, and cystocele, stress incontinence, keloid skin scars - the procedures performed were lysis of adhesions, laparoscopic supracervical hysterectomy, left salpingo-oophorectomy, sacral cervical colpopexy with mesh, keloid injection with kenalog, transvaginal tape suture, mid urethral suspension, and cystoscopy. Mesh used was gynecare, y shaped from the cervix and vagina attached to the anterior ligament to the anterior longitudinal ligament of the sacrum. A gynecare mid urethral sling mesh was also used. On (B)(6) 2009: due to complications from prior surgery -progress distal symptomatic rectocele, anterior vaginal wall mesh erosion, persistent vaginal bleeding, asymptomatic enterocele and bleeding from the parous large cervical stump-, excisions of eroded mesh on the anterior vaginal wall were made, extensive posterior vaginal repair and perineoplasty, site specific rectocele repair and closure of the enterocele hernia sac. Findings were a third degree rectocele, second degree enterocele, 1 cm of eroded left-sided vaginal mesh, gaping vaginal introitus from parous changes. On (B)(6) 2009: due to chronic pelvic pain with persistent cervical bleeding, vaginal redundancy, and vaginal wall granuloma, the procedure of cervical trachelectomy and posterior colporrhaphy and excision of a vaginal wall granuloma was performed. Findings included large patulous cervix highly vascular, granuloma in the midline posterior vaginal wall measuring 3 cm across and quite firm. On (B)(6) 2010: due to continued pain and discharge, an MRI was performed. Findings included an abscess, appearance of which is compatible with collapsed mesh along the anterior aspect of the upper vagina into which granulation tissue has grown and formed a central cavity or abscess. Fluid from this abscess drains into a fistula -small tract measuring approx 1 mm in diameter- and into the vagina. On (B)(6) 2010: pt scheduled for surgery to remove mesh. Procedure to include exploratory laparotomy celiotomy to remove foreign body -mesh- which has been causing complications since inserted in 2007. Dates of use: (B)(6)2007 - (B)(6)2010. Diagnosis or reason for use: repair pelvic prolapse.